Event description:
A review of service data detected a reportable problem. During servicing, battery pack sn (B)(4) was found to have a damaged battery connector. No deficiencies have been alleged against this battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon investigation the battery connector was damaged. The root cause for the damage connector could not be positively identified but was likely excessive force when inserting the battery into a monitor or charger. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.